Event description:
During an operative procedure, altered skin integrity surrounding the surgical incision was noted. Upon further investigation, it was discovered the surgical light was replaced, however, the heat shield/filters were not replaced. This caused the pt to receive unfiltered light for the duration of the case causing a burn.